Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information obtained is limited to the article. Additional information has been requested. No specific device issue was noted in the article and the authors observed the 3dmax mesh group had comparable outcomes to those achieved with biological mesh and synthetic matrices. Infection and seroma formation are known inherent risks of surgery. In regard to infection, the warnings section of the instructions-for-use, supplied with the device states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the surgical team chose to use the 3dmax mesh in a unique manner to support breast reconstruction which they have documented the results in this article. Per the instructions-for-use the 3dmax mesh is ¿indicated to reinforce soft tissue where weakness exists, e.g., for repair of hernia and chest wall defects.¿ note, the date of event is considered to be a best estimate as (B)(6) 2016 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article ¿comparative clinical outcomes of using three-dimensional and tigr mesh in immediate breast reconstruction surgery for breast cancer patients¿ the article describes a retrospective cohort study evaluating the postoperative complications in breast cancer patients who underwent subcutaneous mastectomy with direct-to-implant immediate breast reconstruction using silicone implants and either a nonabsorbable polypropylene bard/bd 3dmax mesh or a non-bard/bd resorbable synthetic surgical mesh that is commonly used in breast reconstruction. The study consisted of 82 cancer patients comprising 106 breast reconstruction surgeries performed between september 2016 - december 2021 by a single surgical team. 57 of the 106 surgeries comprised the 3dmax mesh group. During the study, all patients were monitored for two years. Postoperative outcomes for the 3dmax group reported included implant loss (2), infection (5), seroma (6), nac necrosis (6), skin flap necrosis (8), capsular contracture (3) and rippling (5). Seven surgical resections were performed. Patients with capsular contracture deformities were corrected with fat injections. No specific device issue was noted in the article and the authors observed the 3dmax group had comparable outcomes to those achieved with biological mesh and synthetic matrices in other studies. In addition, based on this study the authors concluded ¿although the difference was not statistically significant, the 3dmax mesh exhibited lower rates of various complications, demonstrating its non-inferiority to the non-bard/bd resorbable synthetic surgical mesh."